Event description:
It was reported that the walker collapsed onto the end user. She did not fall but it somehow cut her leg.

Manufacturer narrative:
The end user stated the walker collapsed on her and somehow cut her leg below her knee. She did not require stitches and said it was more of a tear. She does not know how it happened because she said it happened so fast. She has been on prednisone and as a result, her skin is very fragile. She was taken to the ER. She has been seen by home health nurses for dressing changes. Sample has not been returned for evaluation. Without the sample to evaluation, we are unable to determine a potential root cause for the walker to collapse or determine specifically what might have cut her leg.